Manufacturer narrative:
The device was returned to olympus for evaluation where service confirmed the customer's complaint. Also, error code e224 was displayed on the screen due to faulty cable unit; the cable was punctured. The device was repaired and returned to the customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the camera cable had a hole by storing or reprocess the product with tweezers, forceps, scalpels, etc. It is considered probable that the moisture penetrated from that part, the electronic circuit was destroyed, the communication became impossible with the processor and the camera head, and the image was no longer displayed. The following is included in the instructions for use and may prevent the event: "do not reprocess or store this product with tweezers, forceps, scalpels, etc. A hole may be created in the camera cable, and water leakage may destroy the electrical circuit inside the product." This MDR is being submitted retrospectively as part of a remediation effort related to recent system and process changes. A CAPA has been opened to manage the actions related to remediation of this issue and any required MDR reporting.

Event description:
The customer reported to olympus that the device was not displaying an image. The reported problem was found during preparation for use. No patient involvement or injury was reported. No additional information has been obtained.